Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube and missing end cap sticker. The device passed the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. No motor error alarms or excessive no delivery alarms noted. Bleeding lcd glass noted. The motor tested ok.

Event description:
The customer reported that he received a motor error alarm on his insulin pump during a bolus delivery attempt. The customer's blood glucose was 188 mg/dl. The customer was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.